Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic, product ID: evfxplus-29, serial/lot: (B)(6), use by date: (B)(6) 2027, UDI:(B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a gradient of 70 millimeters of mercury (mmhg). Following the successful deployment of the valve into the native annulus at 3 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), the delivery catheter system (dcs) was centered in the inflow during withdrawal. The non-medtronic guidewire was then advanced, resulting in the nosecone of the dcs catching on the inflow of the valve. The valve was subsequently dislodged and embolized, resulting in a coronary occlusion and a st elevation. Subsequently, the valve was snared and repositioned into the ascending aorta above the sinotubular junction (stj), resolving the st elevation. A new valve and dcs were opened and attempted, however the dcs was unable to advance through the repositioned valve, and was subsequently withdrawn. A non-medtronic 23 mm valve was then subsequently used to complete the procedure. A 2 hour procedural delay occurred as a result.

Manufacturer narrative:
Updated data: h6. Annex e (e0618). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.